Manufacturer narrative:
H.6. Investigation summary no photos or physical samples that display the reported condition were available for investigation. A device history review could not be completed as no batch number was provided. Based on the available information we are not able to identify a root cause at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd phaseal optima injector (n35-o) experienced leakage during use. The following information was provided by the initial reporter: material no: 515052 batch no: unknown. The following was reported via email: this is the tubing that is added to 1 of our chemo tubing from pharmacy and it does not connect correctly to phaseal optima and causes disconnections and leaking. Alaris extension set c25012.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Initial reporter occupation: oncology and hematology clinical nurse specialist. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd phaseal optima injector (n35-o) experienced leakage during use. The following information was provided by the initial reporter: material no: 515052 batch no: unknown. The following was reported via email: this is the tubing that is added to 1 of our chemo tubing from pharmacy and it does not connect correctly to phaseal optima and causes disconnections and leaking. Alaris extension set c25012.